Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number and the unique identifier (UDI) number are unknown. These information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available.h11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.

Manufacturer narrative:
Despite requested, the laboratory reports confirming the event were not provided. Further details about the cleaning and disinfection procedures in use at involved hospital together with the serial number of the device were duly requested during follow-up activity. However, the livanova sales representative finally confirmed that no additional information about this case could be retrieved. Consequently, it is not possible to confirm whether the device is cleaned regularly according to the instructions for use and to perform the machine service history review. Based on the data currently available, the specific root cause of the reported event could not be clearly determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.